Event description:
This is report 1 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The nurse declined to provide any additional information.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number(s) h12l14011 and h13a19037 with no issues noted during the manufacturing process. There were no deviations from standard procedure. No exceptions related to the reported condition were noted for h12l14011. An exception summary on the as400 exception management system was reviewed for this batch h13a19037 with an exception noted for the batch but does not indicate any issues related to the complaint.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.